Event description:
It has been reported that during a resuscitation attempt, the AED display went blank. Manual defibrillator was deployed and pt was resuscitated. Device passed subsequent self-tests.

Manufacturer narrative:
Device evaluation pending. (B)(4).